Event description:
Baxter clinical cost management consultant phoned in a report on august 17, 2010 of a facility that had recently converted to baxter sets, solutions, and drug delivery back in may or june. The facility had an instance where the bag was spiked and setup for an infusion. The facility was using an unknown ns 1000 ml bag, and unknown baxter tubing. The customer was also using an infu-surg pressure bag (manufactured by ethox international) when they had the tubing eject out of the bag. This reported condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this report. No additional information was available. This is report 2 of 4.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 6:00 pm, the patient obtained the error 2 error message on the reported meter; she was unable to obtain a blood glucose reading. On (B)(6) 2010, the patient experienced the symptoms of sweating, lightheadedness and she felt low. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient had exposed the meter to water. The owner's booklet for this meter warns the user not to allow any fluids to get into the meter test strip or data ports. The meter, test strips and control solution were replaced. The patient allowed water intrusion into the reported meter. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-9/10/2010the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.